Manufacturer narrative:
The customer alleged new discrepant ferritin results for 2 additional patients' samples tested on 09-dec-2025: patient 2: initial result: 2.79 ng/ml. The initial result did not match the patient's previous results, prompting the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 1632 ng/ml. Patient 3: initial result: 11.4 ng/ml. Repeat result: 6.84 ng/ml. No relevant alarms occurred. The field service engineer checked the alignment of the reagent probe, the sample probe, the mixer, the mixing, and the rinsing part, and no abnormalities were found. A general reagent or analyzer problem can be excluded because the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc was within the range prior to the sample measurement. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys ferritin assay on a cobas e 801 analytical unit. The initial result was 2.00 ng/ml. The initial result was lower than the patient's previous results, prompting the repeat of the sample. No questionable result was reported outside the laboratory. The repeat result was 951 ng/ml. A precision check was performed on the sample, resulting in the following precision results: 749 ng/ml, 740 ng/ml, 755 ng/ml, 788 ng/ml, and 737 ng/ml. The result of approximately "700s" ng/ml was believed to be the correct result.